Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the moderately tortuous internal iliac artery. A 12mmx30cm interlock coil was selected for use. During the procedure, it was noted that the coil became stuck at the distal part of the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.